Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed no significant anomaly. No telemetry was collected during check-in, due to the battery being depleted and going into an over-discharge state. Telemetry was restored after one physician mode was recharged at check-in. The battery was depleted during bench testing, a physician mode recharge (pmr) was applied to the returned ins. After fully recharging the ins, it passed functional testing. Good stable output was observed using electrode pairs ins had when received. Good stable output was observed using all electrode pairs with returned ins. A starload box was attached to the returned ins. Using a clinician programmer to communicate to the ins, impedance was measured. Normal impedance was observed. The final function test on atlas shows the device passes all testing sequences. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the physician was performing battery replacement surgery,  and when connecting the electrode to the new battery and checking the impedances, they were high. Nothing was noted to have possibly led to the event. The doctor removed the wires, cleaned them and rechecked. Again the impedances were altered. The doctor performed this procedure several times, cleaning and drying the leads, but the impedances remained high. He tried reversing the wires and managed to get one side to mark correct impedances. But when checking and connecting the opposite side, the impedances returned to mark wrong ones on both sides. He did this many times and no good results were achieved. Finally it was decided to change the battery with a new one, since the doctors thought that the battery was the problem. The issue was resolved at the time of report. The device was never implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.